Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced halos at night and the patient's neuroadaptation was extremely poor. The iol was exchanged. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).